Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found an 0x1c alarm in the download data which occurs at 80 hours of pump operation. 80 hours of pump operation was confirmed in the data. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 17 mmol/l (306 mg/dl). The pod was worn between 1 and 4 hours on the leg. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and pen correction.